Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a cryoablation procedure to treat paroxysmal atrial fibrillation in the left superior pulmonary vein (lspv), a polarsheath steerable sheath and polarx were selected for use. During ablation, a temperature of -58 degrees was reached. During the thawing phase, there was a pressure drop and pericardial effusion was noted. A pericardiocentesis was performed. Further ablations were cancelled. No additional patient complications were reported. The devices were disposed.